Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump time was incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump time and customer resumed insulin therapy. Customer's blood glucose ranged from 124-143 mg/dl. The customer continued to use the pump for insulin therapy.